Event description:
The pt was transferred from another facility in west va, and had a large hematoma. The pt went to the cath lab with significant unstable angina. The dr was unable to perform procedure and could not heparinize for stent, ptca etc due to large hole in both femorals from previous iabp insertion when the pt was in west va. The pt was sent to ccu for the week required intubation and difficult management. The iab did not malfunction. (Event complications: the pt had a hematoma-reported 1/5/98.) (Pt's current status: discharged-rpt'd 1/5/98.)